Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd precisionglide¿ when injecting patients with macular degeneration the syringes were removed and the needle and hub were separated with only the needles in the eyeballs. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: qn review: one notification was written for out of spec. Lube solids. This does not affect a needle pulling out of the hub. DHR review: assembly batch 6339857 had 171 visual inspections performed on 8,850 parts with two defect noted for epoxy dripovers, and one for insufficient epoxy. Forty-eight cannula removal force tests were performed on 240 parts with a minimum removal force of 5 lbs., a maximum removal force of 19 lbs., and an average of 12.2 lbs. An additional 48 cannula removal force tests were performed on 1,200 parts as verification of the corona treater. The results were a minimum of 5 lbs., a maximum of 20 lbs., and an average of 12.1 lbs. The specification for cannula removal force tests for 30 gauge needles is a minimum of 5 lbs. Possible root cause: there is insufficient epoxy rundown. It may be attributable to one of three causes: cannula o.d., hub i.d., or epoxy viscosity.